Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm of the whole descending aorta and was implanted with three conformable gore(tm) tag(tm) thoracic endoprostheses. Reportedly, the patient presented with a great amount of thrombus on the walls of the aortic arch, the ascending and the abdominal aorta. It was envisaged to position 3 gore(tm) tag(tm) thoracic endoprostheses, starting from the area below the isthmus down to the superior mesenteric artery (sma). After having placed the first two tge404015 and tge404020 endoprostheses in the intended location, intra-operative imaging revealed that the aorta below the two stent grafts was full of floating thrombus. It was also noted that over a short time span, the increasing amount of thrombus started to occlude the aorta and were also filling the already implanted thoracic components. In an attempt to help squeeze the floating thrombus towards the aortic wall, the physician decided to place the third tge454520 endoprosthesis, leading to an improved situation in the distal aorta. Although the blood flow seemed better and the patient was stable, the final computed tomography angiogram showed a substantial amount of thrombus also inside the implanted endoprostheses. On (B)(6) 2016, a reintervention was performed in an attempt to remove some thrombus from the access vessels with the patient subsequently appearing to be recovering and feeling better. Following the reintervention, the patient expired the next day, (B)(6) 2016, due to cardiac arrest.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications.